Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed with tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced irritable bowel syndrome ("ibs") and sinusitis ("sinus infection"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the irritable bowel syndrome outcome was unknown and the sinusitis had not resolved. The reporter considered irritable bowel syndrome, medical device removal and sinusitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "medical device removal" and sinusitis added. Case become serious incident. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.